Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer inserted sensor last sunday and waited for 2 hours but it didn't work so they removed it then, they found that sensor had no cannula. The customer¿s blood glucose was 70 mg/dl at the time of incident. The sensor will not be returned for analysis.